Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient experienced secondary diaphragmatic stimulation that was unable to be programmed around. It was noted that the left ventricular (lv) lead was implanted after the use by date. The lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.